Manufacturer narrative:
The device is available for evaluation. The investigation is pending. Initial reporter phone has an extension number of 302.

Event description:
The event involved a plum set where it was reported that a nurse found air in line under the sight chamber during infusion. The plum set was connected with a ¿needleless¿ spike and adapter. The set was used with a chemo drug. There was patient involvement but no patient harm.

Manufacturer narrative:
The complaint of air in line could not be confirmed on the used primary plumset. The set was tested per product specification. There was no leakage. The product was attached to an ICU medical provided IV bag, primed per packaging directions and a flow test was performed using an ICU plum pump. There were no difficulties in priming, no cassette errors, no occlusion alarms were generated, no air in line alarms were generated and no restrictions in flow were observed. There were no air bubbles observed in the fluid path. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Additional information: d9 - date returned to mfg is 10/28/2022.